Event description:
The patient contacted animas on (B)(4) 2014 reporting that their blood glucose (bg) has been elevated recently with the no prime warnings happening four times a today. The patient changed their inset set yesterday morning. The patient denied any leaking at site. The patient stated that their bg was in the 250 to 300 mg/dl range. The patient stated that they are 22 weeks pregnant. The patient stated that they changed their basal rate to 0.700 u/hr from 0.800 u/hr this a.m. The patient does not change their site/set/cart every 2-3 days per IFU. The patient used refrigerated humalog insulin. Pt also showed high ketones when she as at the hcp's office today. The patient has frequent urination and thirsts frequently but not sure if these are attributable to pregnancy and or both. This report is being made due to the hyperglycemic event the patient experienced due to a cartridge issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.